Manufacturer narrative:
Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed all three returned devices have drive mechanism damage. Potential cause the cause of the damage cannot be determined at this time since there is no information available regarding how the blockers were being used or handled at the time of the damage. DHR review per DHR review, the parts were likely conforming when they left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that three blockers stripped during installation within surgery. They were removed and replaced with other blockers to complete the procedure without patient impacts. This is report one of three for this event.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2021-00089.

Event description:
It was reported that three blockers stripped during installation within surgery. They were removed and replaced with other blockers to complete the procedure without patient impacts. This is report one of three for this event.